Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted one year, 11 months, underwent valve-in-valve procedure due to stenosis secondary to degeneration. A 26mm valve was implanted inside the failing surgical valve. Valve deployment was uneventful with good results. There was mild perivalvular leak and no central leak per an lv gram. The valve appeared to be quite secure and in excellent position. The patient was transported to the ICU in stable condition. The patient was discharged home on pod #12 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.